Event description:
It was reported that the patient's pump time was off by 15 minutes. No adverse impact to the customer's blood glucose level was mentioned. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.